Event description:
Revision surgery performed due to knee instability.

Manufacturer narrative:
On december 22nd 2020 we have received the following information: the revision date, place and surgeon have been confirmed. Only the liner has been revised, the new liner was 14 mm high the reason of the revision was instability. The explant and x-rays are nor available.

Manufacturer narrative:
Batch review performed on 04 december 2020: lot 155118: (B)(4) items manufactured and released on 02-feb-2016. Expiration date: 2021-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016.

Event description:
Revision surgery planned for knee instability. The surgeon wants to swap the liner for a thicker one.